Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device generated false asystole alarms during basic life support (bls) transport of a patient. No adverse event was reported or associated with the use of this device.